Event description:
It was reported by the patient that after her implant a few years ago, she started to experience awful pain by the device. They were taken to the emergency room and it was found that the wires "were loose". The patient had surgery and has been fine ever since. Both leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).